Manufacturer narrative:
Section h6 - evaluation codes. Method code 86 (other) - a device history records review was performed. Result code 100 (other) - the device history record review confirmed the device met all material, dimensional, and performance requirements met all material, dimensional, and performance requirements at the time of MFR and release.

Event description:
Three weeks post op, a pt underwent reoperation and explant of a mitral valve. Predisposing pt factors include atrial fibrillation, administration of fresh plasma, and sub-therapeutic inrs.